Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlocked lcd keypad connector. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that customer was experiencing high blood glucose around 400 mg/dl and the buttons on the insulin pump were not responding. No significant events leading to the keypad issue. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.